Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c8000 processing module for multiple newborn patients. The results of the total bilirubin didn¿t match the degree of neonatal jaundice. The samples were repeated with siemens¿ instrumentation and abbott¿s results were 20-30% higher. The following example data was provided: sample 1: architect result = 339 umol/l, siemens¿ result = 264 umol/l sample 2: architect result = 180 umol/l, siemens¿ result = 146 umol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with lot number 37197fd01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, the on-site data reviewed found recent assay calibration curve significantly differed from the previous calibration curve of the same lot number. Quality control values are relatively low. The customer confirmed the calibrator had been opened for a relatively long period of time which might have caused the calibrator to deteriorate. When switched to a new calibrator and recalibrated, calibration curve improved significantly. Based on the investigation total bilirubin calibrator lot 37197fd01 is performing as intended, no systemic issue or deficiency of the total bilirubin calibrator was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c8000 processing module for multiple newborn patients. The results of the total bilirubin didn¿t match the degree of neonatal jaundice. The samples were repeated with siemens¿ instrumentation and abbott¿s results were 20-30% higher. The following example data was provided: sample 1: architect result = 339 umol/l, siemens¿ result = 264 umol/l. Sample 2: architect result = 180 umol/l, siemens¿ result = 146 umol/l. No impact to patient management was reported.